Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device presented repeated alert 60 notifications indicating a bluetooth communication error, which persisted despite restarts and charging to full; this aligns with a failure to read input signal and implicates the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a communication failure associated with the circuit board and a failure to read input signal. Complaint was confirmed after alert 60 in notifications menu. The "about ilet" menu was verified and found that both bluetooth version and ble bootloader had 0.0.0 address. When restarting device alert 60 cleared and the about ilet menu now had an address. When attempting to connect to the mobile app it failed and when verifying the about ilet menu the address was again reading 0.0.0. Hoverboard was then removed and reflowed solder to the u4 chip. After installing the hoverboard the device was restarted and alert 60 cleared and the "about ilet" menu now displayed the correct address. It appears a faulty u4 chip on the hoverboard is likely causing bluetooth communication issues.